Event description:
It was reported to philips healthcare that the pads cable would not connect well to the device, resulting in illegible pads ECG waveforms. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).